Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their tooth chipped when they removed their aligner. Their teeth are not aligned even for being on the last step of the treatment. They are a contraindicated patient for have 2 implants. Requested information, bite video and photo and letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.